Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he obtained questionable results for multiple assays on the cobas 6000 c (501) module. On (B)(6) 2017, the customer performed multiple assays of approximately 75-80 patient samples and released the results outside of the laboratory. A doctor questioned some of the results from one patient sample because they did not fit the patient's clinical picture. The customer repeated the sample on a second cobas 6000 and the results did not compare. The customer then repeated all of the samples on the second analyzer and issued corrected reports on (B)(6) 2017. The customer provided three examples of questionable patient results, of which one example using the crej2 creatinine jaffé gen.2 (crej2) assay, and one example using the ureal urea/bun (bun) assay, are discrepant. On (B)(6) 2017, the initial crej2 result was 1.16 mg/dl. On (B)(6) 2017, the sample was repeated on the second analyzer with a result of 0.87 mg/dl. On (B)(6) 2017, the initial bun result was 75 mg/dl. On (B)(6) 2017, the sample was repeated on a second analyzer with a result of 44 mg/dl. There was no allegation of an adverse event with any of the patients. The crej2 lot number is 20319201 with an expiration date of 09/30/2018. The bun lot number and expiration date were requested but not provided. The customer stated that he installed a new lamp on (B)(6) 2017 and the photometer reading dropped. The field service representative inspected the instrument and found that the tubing providing cell blank water had a hole, causing the nozzle to drip water. He replaced the tubing. He performed precision testing which was acceptable. The customer performed calibration and qc, which were acceptable. No issues were found with the photometer readings. Investigation activities are ongoing.

Manufacturer narrative:
The specific root cause for this event was the hole in the cell rinse tubing, and the issue resolved after maintenance. The customer has not had any further issues since the maintenance. The elevated results indicate carryover due to insufficient cell rinsing arising from the hole in the tubing. The wear in the cell rinse tubing is consistent with the age of the module. Proactive countermeasures are available for the customer through the use of a maintenance kit.